Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during an abdominal wall hernia procedure. Tried to load a reload onto the reloadable tacking device handle, but could not securely connect it. The surgeon fired the device as a trial, it failed. The procedure was completed with another device. There was no patient harmed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received with the timing disrupted. 2 partially applied 8dpt device loading unit (dlu) with disrupted timing and scratches on the inner tube were received. 1 partially applied 5dpt dlu with disrupted timing and no scratches on the inner tube was received. 1 8dpt dlu with the shipping wedge attached and proper timing was received. Scratches were noted on the inner tube of the dlu. The articulation knob functioned properly and the handle was able to be actuated with no dlu. All dlus could not be loaded onto the returned device due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.